Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation - uterus"), device dislocation ("essure device (location of device: fallopian tubes)/failure to occlude(close)fallopian tube"), device expulsion ("essure device (location of device: uterus)"), pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complication)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and caesarean section. Concurrent conditions included body mass index normal, multigravida and parity 4 ((B)(6)2004, (B)(6) 2006, (B)(6) 2008 and 13a). Concomitant products included iron. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/clots were heavy and black") and weight increased ("weight gain"). In 2016, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("lower back pain"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge/thick yellow discharge") and abdominal pain ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,tubal ligation, oophorectomy), surgery (hysterectomy with bilateral salpingectomy,tubal ligation, oophorectomy) and surgery (hysterectomy with bilateral salpingectomy,tubal ligation, oophorectomy). Essure was removed on 29-aug-2016. At the time of the report, the uterine perforation, device dislocation, device expulsion, pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, depression, anxiety, pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the weight increased was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils in the right showing trailing 1 coil on the left 2 coils trailing. Discrepancy note in date of removal essure :(B)(6) 2023 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion and unilateral occlusion during the first test they told me the right tube was not occluded so I had to come back for another test, and the second test confirmed placement of both of the coils in the correct location. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated.outcome of event: abnormal bleeding, weight gain , vaginal discharge were updated. Pregnancy outcome was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device (location of device: fallopian tubes)"), device expulsion ("essure device (location of device: uterus)"), uterine perforation ("perforation - uterus"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and caesarean section. Concurrent conditions included body mass index normal, multigravida and parity 4 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2008 and 13a). Concomitant products included iron. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation, device expulsion and uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils in the right showing trailing 1 coil on the left 2 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion and unilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), malposition of essure device (location of device: fallopian tubes), migration of essure device (location of device: uterus), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and weight gain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, depression, anxiety and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, anxiety, back pain, depression, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.